Event description:
It was reported that a physician reported that three to four patients appeared to have a pump that didn't work properly. It was indicated the physician would contact all the patients who had complaints to try to get them to meet the sales rep or call patient liaison. No more information available at the moment. Should pertinent additional information become available, it will be provided.